Event description:
It was reported that, "primary surgery was done in 2007. Pt heard a snap from her knee, afterthen she felt some pain since 2008. She visited hospital. Surgeon found that the pt showed hyperextension and m/l laxity so, the surgeon considered post fx and did revision surgery. Surgeon found out that insert post was broken.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested and if received, will be provided on a supplemental report. Device eval anticipated, but not yet begun.